Manufacturer narrative:
Additional information was received that the patients leads were also explanted.

Event description:
A report was received via social media that the patients ipg did nothing. The patient underwent an ipg explant procedure.

Event description:
A report was received via social media that the patients ipg did nothing. The patient underwent an ipg explant procedure.